Event description:
Post deployment of a 26mm sapien valve there was severe aortic insufficiency (ai). The leaflets of the native valve were rather large/long, and despite appropriate positioning of the valve, there was overhang of the native leaflets, resulting in the severe ai. A second sapien valve was deployed within the first valve. The second valve was deployed such that approximately 30% of the valve was above the top of the first valve. Post dilation was performed to ensure the two valves were anchored well, yielding trace paravalvular leak (pvl) and no central leak. After removal of the sheath, the access site was successfully closed and the patient left the room in stable condition.

Manufacturer narrative:
The devices remain implanted in the patient. Any additional information received for this event, if pertinent, will be submitted within 30 days of receipt.

Manufacturer narrative:
Method: cine imaging for this case were reviewed. This patient was randomized to the (B)(4) clinical study for aortic stenosis. He underwent transfemoral implantation of two 26mm edwards sapien transcatheter heart valves. The procedure cine imaging for this case was submitted to edwards lifesciences and reviewed by edwards medical staff. Cine observations: there was severe native aortic valve calcification, moderate aortic root calcification, no porcelain aorta. Image intensifier angle was good. Coaxial alignment of guide wire, delivery system, and valve was fair secondary to significant lateral bias of delivery system to aortic wall. Valve positioning was 60:40 ventricular on cine. No loss of pacing capture was noted. Ventilation was not held. There was no significant valve over sizing and the second valve was deployed approximately 30% higher. No aortic root shot was provided. Impression: cannot confirm positioning of 1st valve, or report of native leaflet overhang as echo was not provided. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transaortic valve implant (tavi) procedure. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The report received attributed the aortic insufficiency to the patient's unusually long native leaflets, however, as echo was not available, the leaflet overhang could not be confirmed. In this case, it is possible that patient and procedural factors could have contributed to this event. No further actions are possible at this time.